Manufacturer narrative:
Patient code (B)(4) removed upon further review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been sick with a stomach virus for 11 days. The reason for calling was to ask when they are sick with a virus like that if the stimulation should be turned down some until the healing process from the stomach flu is done or if stimulation should be kept where it was at. Patient went the ER the day prior and was given pain medication, nausea medication and antibiotics because the healthcare provider had noticed a trace of bacteria in the patient's urine. The patient was redirected to their healthcare provider to discuss this question. No further complications were reported or anticipated.